Event description:
It was reported that the device had a power on reset. The device was explanted and replaced a week later. It was also reported that the right ventricular lead had noise. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset for critical ram parity error occurred on (B)(4)-2011 20:50:59. Additionally, one patient alert for device circuit error occurred on (B)(4)-2011 20:50:59.